Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the lens was scratched. A visual inspection was performed and showed the scope to have distal tip and negative lens damage. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the device had scratched lens. There was no backup device available.